Manufacturer narrative:
Submit date: 02/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states the catheter was removed by the physician because of possible infection. The silver ion sleeve had small beads that looked like small blisters around it where it had been in the patients subcutaneous tunnel tract. A serious injury did not occur and no medical intervention was required.

Manufacturer narrative:
Submitted 07/06/2016. An investigation was performed. This complaint has not been confirmed. The complaint sample was not returned to the manufacturing site for review. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. Since the sample was not returned, there is not enough evidence to determine what could cause the reported event. However, possible root causes for the unusual event were identified as: inattention or misuse (inappropriate use of chemical agents), error in catheter placement, excessive force when inserting the catheter (not following instructions for use), incoming inspection not performed, or defective material. With the available information it is not possible to determine a root cause for this issue. Should the sample be returned in the future, this complaint will be re-opened for further investigation. Corrective actions were not required. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling, environmental and product biological monitoring, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.